Event description:
The pt was injected in both the right and left nasolabial folds. The pt allegedly developed a nodule, and later an abscess in the injected area. The abscess was drained and cultured. The pt was treated with augmentin.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.